Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed back up operation and loss of defibrillation therapy due to off label use on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.